Event description:
The affiliate reported that the sensor was placed. It was later noted that there were differences between the pressure measured by the sensor and the pressure measured with an external system, around 10mmhg difference. The sensor has been changed to another one. A test was made with the defective sensor in the presence of the sales rep. The sensor is very sensitive and the results can change a lot when the sensor and cable are handled.

Manufacturer narrative:
Upon completion of the ivestigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the supplier performed the investigation. During evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: several minor kinks and bends along the catheter body. The sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Based on the above evaluation the supplier was unable to confirm the complaint. Trends will be monitored for this or similar complaints. At the present time, this complaint is considered closed.